Event description:
It was reported that there was recapture difficulty and a patient death with unknown cause. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, but the device did not meet release criteria. During recapture, the physician was not able to fully recapture the device. The system buckled and turned like a "gooseneck." The device was eventually able to be removed from the patient, but the closure device was only partially recaptured with the feet protruding from the end of the system. There were no patient complications that occurred. The procedure was aborted with no device implanted in the patient. The patient was fine and transferred to ICU. Of note, there were other attempts made with two 30mm closure devices. The devices did not meet release criteria and were fully recaptured and removed. The order the devices were used is unclear, but it is likely the 30mm devices were attempted first. It was further reported that the patient died two days post procedure. The cause of death is unknown. The relationship to the procedure is unknown as there was no device implanted and no complications that occurred. Boston scientific is continuing to follow up with the physician to obtain additional information.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system snapped inside a watchman access system. The device was bloody, and the implant was detached from the device and outside of the device. Analysis of the implant, core wire, tip, shaft, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared/abrasions), sheath (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that there was recapture difficulty and a patient death with unknown cause. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa, but the device did not meet release criteria. During recapture, the physician was not able to fully recapture the device. The system buckled and turned like a "gooseneck." The device was eventually able to be removed from the patient, but the closure device was only partially recaptured with the feet protruding from the end of the system. There were no patient complications that occurred. The procedure was aborted with no device implanted in the patient. The patient was fine and transferred to ICU. Of note, there were other attempts made with two 30mm closure devices. The devices did not meet release criteria and were fully recaptured and removed. The order the devices were used is unclear, but it is likely the 30mm devices were attempted first. It was further reported that the patient died two days post procedure. The cause of death is unknown. The relationship to the procedure is unknown as there was no device implanted and no complications that occurred. Boston scientific is continuing to follow up with the physician to obtain additional information.